Manufacturer narrative:
The hill-rom technician found the lift strap was broken into two pieces at the stitching where it connects to the slingbar. According to service manual 3en400401 rev 8 for golvo 7000 and 7007, the lift strap shall be checked during periodic inspection at least annually: lift strap. Using the hand control, lower the strap to its maximum extension. Inspect the belt for frayed edges, heavy wrinkles or wear through areas. Verify q-link is secure on strap. Slide plastic cover off the q-link and visually inspect that the lift strap safety pin is seated secure in the middle recess of the q-link. The lift strap is recommended to be replaced every 5th year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom performed preventative maintenance on the lift and recommended the account replace the lift strap to resolve this issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the strap that holds the slingbar of the lift broke in two pieces. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).